Event description:
It was reported that the patient was seen at the healthcare provider (hcp) office in the summer on a monday for cellulitis around the pump which was starting to track toward the back. Patient was afebrile, but was not feeling well. It was noted that the patient was given clindamycin IV on that monday and then again on tuesday the next day. It was reported that the patient was ¿feeling better¿. The patient was then started on cephalexin and was scheduled for a follow up visit for wednesday. It was reported that on wednesday ¿it is looking better¿ but an explantation of the pump was in place for thursday the next day if needed. It was noted that patient was prepared for surgery by following surgery preparation instructions such as nothing by mouth, the patient stop the warfarin and international normalized ration (inr) was checked on monday. It was noted that the patient had another device from another company. As of wednesday (B)(6) 2013, the pump had not been explanted.

Event description:
Additional information was received. It was reported that the patient had presented with redness, swelling, pain, and the skin over the pump was hot to the touch. Cultures had been taken from the device pocket and lumbar region, but came back negative. The patient¿s treatment included the total device system explant and administration of both intravenous and oral antibiotics. It was noted that the patient¿s last refill had occurred on (B)(6) and the onset of the infection was reported as (B)(6); however, diagnosis did not take place until (B)(6). At the time of report, the event was considered ongoing, though the patient had not experienced any drug withdrawal. The device system had been used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).